Manufacturer narrative:
D9 device receive date added. The investigation of the reported failure mode has been completed. The console and data logs were received for investigation. Data analysis: console logs from the day of the event are consistent with the reported issue. Device analysis: console was returned to field service for further investigation. The reported complaint could not be reproduced when using a known-good pump and purge cassette. Further investigation of the optical bench revealed a distortion in the analog output and a small irregularity in the fringe pattern; however, the snr values were within specification when the test cavity was connected. Root cause: the cause of the optical sensor failure was likely caused by a malfunction of the optical bench or its components. Product history review summary: one additional complaint was found in the product history of console ic9997, not related to the reported issue. Additionally, there was another complaint with the same subcomponent lot number that was related to the reported issue.

Event description:
The complainant in the EU reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support.   After impella cp connecting there has been yellow screen with "optical sensor failure" recognized. The team has processed according to the automated impella controller (aic) guide - disconnected and connect the pump again, than the calibration has been performed by the aic according to the display. No patient harm was reported due to the issue.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.